Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "buttons not working", which was reproduced as an inoperable on/off key. Evaluation confirmed the reported symptom "buttons not working" through causality to be a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had "buttons not working". Any patient involvement, injury or medical intervention is unknown.